Manufacturer narrative:
(B)(4) date sent: 10/3/2016. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide details as to how the device misfired. Yes. What degree of hemorrhoids did the patient have? 3rd degree. What confirmation was received that the device was fully fired? No tactile feedback came at all despite giving full compression on firing trigger. Where within the gap setting scale was the orange indicator prior to firing? Within green zone did the device staple? Not at all. Were there any staples missing from the staple line? Yes. What was the appearance of the deployed staples (b-formation, irregular, straight legs)? No. Pins was there. Did the device cut? Cut but at 4 to 7 clock area only. If the device cut was the cut line fully circumferential around the target tissue? No. Was the safety reset before removal attempted? Yes. After firing was the adjusting knob turned ½ to ¾ revolutions? Yes. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. How was the procedure completed? Some how managed by traditional method but the bleeding was huge. Were there adverse patient consequences? Blood loss from patient side if yes, please provide details as to what the patient consequences were. Surgeon told that post op patient will require 1 unit of blood.

Event description:
It was reported that during a minimally invasive procedure for hemorrhoids (miph) treatment, the device misfired. It is unknown how the procedure was completed.